Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing on the right ventricular (rv) lead. No intervention was made. There were no patient consequences reported.